Event description:
The manufacturer was contacted in reference to simplygo mini device. There was an initial allegation of smoke coming out from the device. Additionally, battery power being low and very loud noise knocking at level 5. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to simplygo mini device. There was an initial allegation of smoke coming out from the device. Additionally, battery power being low and very loud noise knocking at level 5. There was no report of patient harm or injury. There was no report of medical intervention. A simplygo mini device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected. The service technician found that compressor was loud, sieve was clogged, battery had over 450 cycles and must be replaced, air side leak, o2 side screw thread was damaged. In addition, device had no signs of burns or smoke and was updated to latest version. Additionally, the device was scrapped. Box h has been updated.